Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd discardit¿ ii 20 ml syringe there were little parts of the plunger inside the syringe.

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Bd has been provided with the affected samples. After the evaluation of the returned samples, bd confirms the reported issue and concludes that the white particles inside the syringe were composed by lubricant from the syringe barrel. Conclusion(s): particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Event description:
It was reported that before use of the bd discardit¿ ii 20 ml syringe there were little parts of the plunger inside the syringe.